Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: high ventricular impedance/resistance. The ventricular lead measured open on (B)(6) 2010.

Event description:
It was reported that the lead appears to be fractured. The patient was admitted to the hospital for heart block and pacing impedance spike of greater than 9,999ohms with no capture at 5v @1.5ms. The lead was capped and replaced. No patient complications were reported as a result of this event.